Manufacturer narrative:
Age at time of event: 18 years or older. This device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. This device is a combination product. Device evaluated by MFR.:promus element, mr, ous 4.00x24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end and midsection of the stent were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. An examination of the distal tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that stent struts were lifted. The procedure was completed with another of the same device. No patient complicatins reported and the patient's status was stable. It was further reported that the target lesion was located in the left anterior descending artery.